Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and found that the m-cabinet ups was faulty, which caused a fuse on the ups interface board to blow. To resolve the issue, the engineer replaced the fuse and bypassed the ups. After which the system was the system was returned to good working condition. The failure of the 1phase ups can be attributed to the issues resolved in philips correction 2024-igt-bst-009. The codes have been updated based on the investigation's outcome.